Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 0 mg/dl at the time of the incident. The customer had given a bolus of 20 to 22 units. The caller stated the pump did not account for active insulin and the max bolus feature did not stop the delivery. The customer was at 48 mg/dl at the time of admission. The customer was given juice and food to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.